Manufacturer narrative:
The event date is an estimated date. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported therapy "turned on randomly" on (B)(6) 2020. The patient currently feels paresthesia in both legs and has not had the therapy turned on in years. Environmental/external/patient factors that may have led or contributed to the issue included the patient reported a fall last year in 2019 and fractured their spine/vertebra. At the same time, the patient's device stopped working. The time-frame when the implantable neurostimulator (ins) stopped working or when the patient had their therapy on last is uncertain. They lost their medical ID card and patient controller and was unable to determine if the device as turned on/off in previous years. The ins was interrogated with the clinician programmer 8840 and the manufacturer representative's (rep's) spare patient controller with no success in finding the device over the incision site/unable to communicate. Technical services suggested interrogating with another external programmer but the rep did not have another clinician programmer nor tablet to interrogate and the patient did not have a patient programmer (pp). They inquired if the physician had notes of previous programming parameters with no success. The patient mentioned they were still able to feel the vibration and paresthesia in their legs after session. Steps taken to resolve the issue included interrogating with multiple devices, gave patient contact information for replacement of patient controller and ID card, and sent email to patient with manufacture website for patient services information. The patient was educated on how to contact a local rep once they speak with their managing physician. The issue was not resolved at the time of this report and surgical intervention is planned. Additional information was received from a manufacturer representative (rep) on 2020-mar-16. It was reported the patient stated the fall was not from the stimulator. They could not confirm or recall if the device was affected at the time of the fall when asked at the initial meeting. They did not recall when the stimulation was "on". The cause of the fall was not disclosed when the rep asked. The patient did not have a confirmation of when or why the device stopped. They confirmed they recalled the stimulation being off this past year. The cause of the patient's therapy turned on randomly and currently feels paresthesia in both legs was unknown. The patient stated they were feeling paresthesia in legs and lost their controller years ago.